Manufacturer narrative:
The facility has confirmed that this device has been disposed of; therefore, no direct product analysis can be completed and no root cause determination can be made.

Event description:
It was reported on a facility medwatch that the tip of the choice es guidewire separated and remains in the profunda femoralis artery. "The patient was undergoing a left lower extremity angiography and atherectomy. A platinum plus guidewire was used to try to cross the stenosis in the mid superficial femoral artery without success despite backup with (another manufacturer's) catheter. The platinum plus guidewire was then exchanged for a choice guidewire which readily crossed the stenosis and was positioned in the distal popliteal artery. (Another manufacturer's) atherectomy device was advanced over the gudiewire and to the distal mid superficial femoral artery. (Another manufacturer's) atherectomy device was then passed and atherectomy was performed of the proximal mid superficial femoral artery, but the device would not cross even in the off position into the distal mid superficial femoral artery. This was then exchanged for (another manufacturer's) atherectomy device which was used to perform atherectomy in the mid superficial femoral artery. This also would not cross the distal superficial femoral artery and was exchanged again for the (second other manufacturer's) atherectomy device. This was used to perform atherectomy in the distal mid superficial femoral artery in the area of highest resistance to catheter crossing. The device was retracted and sheared off the wire while attempting to capture it to the (other manufacturer's) sheath. At this time, atherectomy to recapture the sheared catheter tip which was still over the choice guidewire. Several snares were attempted including a 2mm gooseneck, a 7mm gooseneck, and a snare. Eventually, the catheter tip was able to be then snared and retracted through the (other manufacturer's) sheath. There was wire tip dislodgement during this process and approximately 7mm of distal wire tip, presumably from the choice guidewire, remains in the profunda femoralis artery." Patient status was reported as "fine".